Event description:
Customer reported fluid leaking from crack at male luer during an infusion. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.